Event description:
Medical records received were reviewed by a clinician to identify product issues and/or patient harms. Doi: (B)(6) 2017. Patient received a primary attune total knee replacement to treat end-stage osteoarthritis with severe varus deformity and joint subluxation of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without complications. Dor: (B)(6) 2020. Patient referred for a revision of the left knee due to pain secondary to tibial tray loosening. Upon entering the knee, the surgeon identified and excised scar tissue and chronic synovitis. The surgeon confirmed loosening of the tibial tray at the cement to implant interface. The cement was also found to be loosened at the tibial bone to cement interface. The femoral component and patella were well-fixed and retained. There was no reported problem with the revised tibial insert. The patient was implanted with depuy revision knee components utilizing depuy cement x 2.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: a2, b5, b7, d2b, d4 (lot, catalog, expiration date, UDI), d11, g5, h4, h6 (no code available (3191) is used to capture the device revision or replacement). Corrected: a1, d1, d2. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 18 march 2020 0 non-conformances on this lot number final micro and sterility tests passed (B)(4) units released. Lot expiry date: 28 february 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibia at the cement to implant interface. Depuy cement manufacturer was used. Attune ps rp 6n on 4 rp tibia originally implanted with a 7mm poly. The patient was revised to a 4 fb revision tibia with a 14x50mm cemented stem. A size 6 fb 14mm poly was used in the revision. Note that this patient originally had both knees done. The other side is suspected to be loose as well. The patient bmi was 45. The components are being cleaned for return to depuy. Doi: (B)(6) 2017. Dor: (B)(6) 2020; left knee.